Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed pain, redness, a knot, and an infection at the needle puncture site. No photo was provided. On (B)(6) 2025, the patient consulted a physician who decided to remove the sensor and prescribed an unspecified oral steroid and antibiotic medication for the infection. The patient mentioned he has bad vision and was unable to provide the prescription medication information. At the time of report the wound was healing and he was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).